Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that capture and sensing anomalies were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated but not yet begun.